Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that end of service (eos) was seen on the recharger unit. It was noted that the patient may have left the ins without charge in the past. The eos message was seen around the end of january or beginning of february. Charging was taking place but it took up to four and a half hours and four or less coupling bars were showing. They tried to find other spots to locate. The patient programmer was not establishing contact with the ins. The letter "I" and the cord with an image to call the manufacturer was seen. The programmer used to follow up with verification but contact was not taking place. A button was stuck. The patient would speak with their doctor to see if the implant needed to be replaced. No surgical intervention occurred or was planned. No symptoms were reported and the patient was alive with no injury. The issue occurred during normal use.

Manufacturer narrative:
Report source: foreign: ca. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.